Event description:
A penile prosthesis was implanted date and details were not provided. On 3/13/97 the entire device was removed and a malleable device implanted due to "spring broken." Co has requested add'l info.